Manufacturer narrative:
Manufacturer name, city and state reported incorrectly, correct manufacturer information now provided.

Manufacturer narrative:
Patient information was unavailable from the site.a medtronic representative, following-up at the site, found that the right o-arm tracker was at 2.3mm and the left tracker was at 5.1mm when the specification is less than 2mm. Performed 3d calibration on the left and right trackers. O-arm passed all tests and is running properly. Issue resolved after re-calibration.(B)(4) 2014: medtronic representative performed an imaging system check-out, all areas passed.

Event description:
A medtronic representative reported that during a lumbar fusion spine procedure performed on (B)(6) 2014, the surgeon alleged that navigation was inaccurate by 2-5mm in the depth direction. The issue was noticeable with all of the instruments on-site. The surgeon chose to continue using navigation despite feeling inaccurate. They navigated off of a single o-arm 1000 imaging system spin and at no time attempted to re-spin. To the medtronic representative's knowledge, there were no confirmation scans of any kind taken to verify screw placement. It was reported to another medtronic representative, on (B)(6) 2014, that the surgeon was having the patient return for a revision surgery to correct screw placement.